Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2014. Patient did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The receiver being used at the time of death was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the receiver log did not find any errors. The device was determined to be operating within the required specifications without malfunction. The reported complaint of no audio output was not confirmed. It should be noted that diabetes mellitus is a known cause of death.